Manufacturer narrative:
Visual examination of the returned, used device found the inner poly tube broken off at the blade inner hub per both returned blades. Broken inner hubs were returned. Manufacturing engineering stated this issue could have occurred during de-clogging of the device by the user. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 3 complaints, regarding 4 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). It is standard medical practice to inspect al medical device prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 37tgr-me-pb, 3.7mm merlin 15 degree tiger, bendable to 30 degree, qty 6, device's inner hub broke during a knee arthroscopy procedure on (B)(6) 2018. It is not known if the breakage was found "out of the box" or if it occurred during use in the surgery. The breakage was confirmed to have been found at the beginning of the procedure. No fragments were found to have fallen into the surgical site; therefore, there was nothing to be retrieved. There is no report of patient or user injury. The procedure completed as normal with a 1-minute delay due to the event. This report is being raised on the basis of device malfunction with potential of injury upon reoccurrence.